Event description:
It was reported that 22fr hematuria 3-way catheter irrigation did not allow fluid to pass. The doctor noted that the issue occurred multiple times.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. A hematuria catheter was returned open with a portion of its original packaging. The catheter irrigation appeared to have encrustation within it. A slip tip syringe was used to attempt to irrigate the catheter with no success portions of the catheter tip was cut off, the slip tip syringe was used to irrigate through the catheter with no success. With additional pressure, water burst through. The catheter appears to be blocked; however no occlusion was found outside of the catheter. The catheter irrigation funnel was attached to the di faucet and water was seen going though the irrigation eye. A potential root cause be due to "biological deposits". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that 22fr hematuria 3-way catheter irrigation did not allow fluid to pass. The doctor noted that the issue occurred multiple times.